Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting was performed. The insulin pump was not damaged or was not exposed to moisture. Customer inserted new aaa (B)(6) battery but the issue reoccurred. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed the self test, off no power alarm test and unexpected alarm error test. Unit powered up properly after the test battery was installed. Then the unit was programmed and monitored for 2 days. No blank display or unexpected off no power alarm noted. No memory anomaly or history anomaly noted during testing. Unit had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.